Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with vancomycin (1gram, frequency, duration and route not reported) and amikacin (250 mg, frequency, duration and route not reported) for peritonitis. The outcome of the peritonitis event was unknown. The action taken with pd therapy was not reported. No additional information was available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported during follow up that on an unreported date the patient¿s catheter was removed and the patient was switched to hemodialysis. On an unreported date, the patient experienced cardiac disease. Treatment for the cardiac disease was not reported. On (B)(6) 2015, the patient experienced a cardiac arrest event and passed away. The cause of death was due to cardiac disease and cardiac arrest. It was unknown if the patient had recovered from the peritonitis event prior to death. It was unknown if an autopsy was performed. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.